Event description:
It was reported that review of data showed what appeared to be pvcs leading into a ventricular tachycardia. There was undersensing and a progression of the event into vf. It was questioned if vsp (ventricular safety pacing) could have induced vf, but it could not be confirmed because of the rapidly occurring ventricular event that occurred at the same time as the ap (atrial pace). The device was explanted, and the patient was upgraded to an ICD. No patient complications were reported as a result of this event.

Manufacturer narrative:
It was reported that review of data showed what appeared to be pvcs leading into a ventricular tachycardia. There was undersensing and a progression of the event into vf. It was questioned if vsp (ventricular safety pacing) could have induced vf, but it could not be confirmed because of the rapidly occurring ventricular event that occurred at the same time as the ap (atrial pace). The device was explanted, and the patient was upgraded to an ICD. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed according to specifications device operated according to specifications undersensing.